Event description:
Event description boston scientific received information that this patient was hospitalized for an undisclosed reason. A nurse was calling to report on the pacemaker and right ventricular (rv) lead status and stated that this patient has not been seen by this clinic before. When the clinican evaluated the device, the programmer displayed a message about the atr fallback mode to be changed to ddir. The clinician also reported the rv lead impedance measurement is >2500 ohms. The patient has a sinus rhythm at a rate of 66 ppm. It was suspected that this patient was lost to follow-up.,